Manufacturer narrative:
Device received with intermittent button response due to flattened act, up and down button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Unit passed self test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that they had keypad anomaly. The customer blood glucose was unknown. The customer reported that the insulin pump when pressed the act button it does not respond. The customer reported that the time clock was advancing. The customer advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer advised that the pump will need to be replaced. The insulin pump will be returned for analysis.